Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was going to have a revision in two days, wherein her device that was previously explanted was going to be replaced. It was noted that in reviewing x-rays, the patient's surgical lead appeared retrograde and one of the "tails" was exposed and not attached to anything. The other tail and the patient's percutaneous lead appeared to be attached to the extensions. It was noted that when the patient's device was removed, the extensions were cut. Additional information received reported that when the physician opened the site to replace the device, he found the extensions were cut and one lead from the paddle lead was broken off or cut during the incision. The physician hooked up the new device to the patient's percutaneous lead that was still intact and impedances were significantly over. It was noted that impedances were retested with different amplitudes and references to try to obtain some normal readings. The physician then closed the incisions. The patient was seen the next day in the physician's office and the results were the same, with no stimulation from the system due to high impedances. It was noted that the physician had thought the best course of action was to replace the device and see how the system worked. The unfortunate event was the remaining lead and extension were broken/cut during opening. The physician spoke to the patient and they were going to decide together what course of action will be taken. It was noted that the patient was not receiving therapy at this time. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# lb0011, implanted: (B)(6) 2003, product type: lead; product ID 3487a, lot# j0417774v, implanted: (B)(6) 2004, product type: lead; product ID 74002, lot# n227416, implanted: (B)(6) 2009, product type: adapter; product ID 37743, serial# (B)(4), product type: programmer; patient product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).